Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood in the wire lumen and contrast in the inflation. The hypotube shaft was completely separated 77cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. Inspection of the inner and outer shafts, corewire, distal tip and remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09jun2016. It was reported that crossing difficulties were encountered. The 3.5mmx15mm, 95% stenosed, eccentric, de novo target lesion with significant bend of >45 and <90 was located in the moderately tortuous and mildly calcified mid left anterior descending artery (mlad). A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation however, the device failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the hypotube was broken.